Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as excessive no delivery alarms. Customer's blood glucose level at the time 346 mg/dl. It was also reported that the customer had blood glucose levels that rose to 588mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted and passed the motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump passed basic occlusion and displacement tests. The insulin pump has broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners, cracked on display window and missing the endcap sticker noted.